Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the generator interface board, and performed calibrations. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display an error in channel ad 13. No pt injury was reported.